Event description:
It was reported that a revision surgery was performed due to pain and osteolysis present proximal femoral component and superior acetabular component. The liner, femoral head, and stem were removed and replaced.

Manufacturer narrative:
The incorrect devices were returned for evaluation. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.